Event description:
Event description guidant received information that this implantable pacemaker (ipm) had ventricular oversensing in both bipolar and unipolar modes. There was a pacing spike in the av delay which was followed by no pacing in the ventricle.